Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See section for any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from toxic cobalt chromium metal ions, pain, discomfort, and inflammation.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 12/21/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported, for bilateral hips, decreased range of motion, increased metal ions, tissue death/damage related to metal debris, inflammatory response, and patient unable to normal activities like ambulation, sitting long periods of time, etc. Lab results dated (B)(6) 2015 and (B)(6) 2013 were both less than 7 parts per billion and do not need to be reported. Medical records and revision surgery report noted greater trochanter bursitis, metal stained tissue in trochanteric region, synovitis and synovial tissue metal staining and removal of any metal debris or impingement type debris material. There was no note of impingement. It was also reported that patient had fallen on hip after primary surgery. Part/lot updated. The complaint was updated on: jan 12, 2016.